Manufacturer narrative:
(B)(6). Investigation summary: a complaint history check was performed and this is the 1st related complaint for plunger broken on lot # 8087634. Customer returned photos of a 1/2cc safetyglide insulin syringe. Customer states that the plunger was fractured. The attached photos were examined and exhibited a broken plunger rod. A review of the device history record was completed for batch# 8087634. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure with the photos provided. Root cause description: probable root causes for broken plungers: dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers bowed plungers that do not get seated, and get broken off at the delrin wheel rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger of the bd safetyglide¿ insulin syringe with needle was found broken during use. As reported by the customer, "the plunger was fractured."